Event description:
It was reported that during a da vinci assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument had a frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the reported defective cable was the conductor wire. No thermal damage or arcing was noticed. There was probably a collision between the instruments during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the device logs for the fenestrated bipolar forceps (part# 420205-16 / lot/serial# n10210517402) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 4 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damage conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the reported complaint. For clarification, the instrument was found to have a broken conductor wire at the yaw pulley. Failure analysis found the primary failure of a broken conductor wire to be related to the customer reported complaint. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation were observed. The root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation was performed due to the wire breakage. Additional observations that was not reported by the customer was identified: the instrument was found to have a frayed pitch cable at the distal clevis hub. The frayed cable strands stuck out at the wrist. Fa found the additional failure of frayed pitch cable to not be related to the customer reported complaint. Root cause of frayed pitch cable- distal is attributed to a component failure. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. No functional test could be performed due to the cable breakage. Fa found the additional failure of broken grip cable to be related to the customer reported complaint. The root cause of broken grip cable ¿distal is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.